Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose events. The customer reported that his blood glucose was over 500 mg/dl and treated with manual injection but would continue to go up. Customer's blood glucose value was 303 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer also reported that there were multiple motor error in the insulin pump alarm history. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.